Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had been having problems with the controller, but could start charging. The patient reported that the screen went blank before and the controller was reset. The patient also stated he was sometimes unable to increase intensity, and settings not available was seen. The ins was charged and the patient could turn stim down but it would not go back up. The patient did not want to troubleshoot further and was redirected to his hcp. No symptoms were reported. There were no reported complications and no further complications were expected. On 2020-04-01 additional information was received from a manufacturer representative (rep) and a consumer. It was reported that the consumer called earlier this week and went through troubleshooting, however the issue was not resolved. She then called the hospital who called a rep and that rep advised that it would be a 2 week wait for help. The consumer was upset because the patient was allergic to opiates so he was unable to take pain medication and therefore only had the scs which quit working. The consumer wanted to know why the rep was making the patient wait 2 weeks for help while the patient was in pain. The rep reported that the patient would like stimulation to be stronger but was unable to do so. Meeting was set to take place. Patient acknowledged not emergent and was having coverage in correct areas. Patient also stated having difficulty with remote but this was resolved. No further complications were reported. On medication and additional information was received from the rep. Rep stated that the meeting took place on the day of the report, at which time it was discovered to have one electrode contact out per connectivity check and several high impedance values. The patient wasn't able to get stimulation to the level he needed/which is why patient couldn't get stimulation higher to meet his needs. This was successfully programmed around to patient satisfaction. The date/time were also noted to be off and this was resolved as well. Patient states this has been that way for a while. Patient also states that the battery was depleted beyond point of therapy availability several times. Patient was reeducated on charging and remote (controller) use. Patient verbalized understanding.